Event description:
The customer's health care provider (hcp) reported that the customer's adc meter will not turn on when the button was pressed or when the test strip was inserted despite replacing the batteries. On an unspecified date and time, the customer was just at home and was about to do a blood test, but her meter would not turn on and she was experiencing symptoms such as "slowed speech and shortness of breath". The paramedics were called and they checked her blood glucose and received a reading of 21mg/dl on their meter. The customer was treated with glucose (unknown route) and transported to the hospital. The customer was diagnosed with severe hypoglycemia; however, the treatment and/or diagnostic tests are unknown since the caller was a newly assigned hcp. The caller further reported that for the past two months, the customer had 4-5 medical events; however, information regarding these events are unknown. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.